Manufacturer narrative:
A lot number search was performed for the cartridge. Visual inspection of the returned product shows that the water in the pouch had evaporated. Cartridge was returned in a seal pouch. Cartridge was never used. A cartridge lot number search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, lot number search and evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated that the foil pouch that the mtc-60c fp cartridge comes in was wet inside.